Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hong kong. Initial and final MDR (B)(4) - device 3 of 6.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient faced event of leakage at quick release on (B)(6) 2025. The issues occurred with six infusion sets. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01. (B)(4). MDR 3003442380-2025-09664. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6007833 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 air flow according to wi version 2 on reference samples, reference samples passed the test. Functional test 2 air leak according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6007833 was manufactured according to the wi version 79 and packaging in the machine 12, on 02/jul/2024, with a total of (B)(4) units. Assembly: the lot 4f03199 was assembled according to the wi 27 on-line inspection for assembly of quick set on 01-jul-2024, with a total of (B)(4) units each. The lot 4g01658 was assembled according to the wi 27 on-line inspection for assembly of quick set on 06-jul-2024, with a total of (B)(4) units each. Gluing of tubing: the lot 4f03169 was glued according to the wi version 42, automatic machine 04 and 08, on 28-jun-2024, with a total of (B)(4) units. The lot 4g00207 was glued according to the wi version 42, automatic machine 4, on 01-jul-2024, with a total of (B)(4) units. The lot 4g00968 was glued according to the wi version 42, automatic machine 4, on 04-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 28/may/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6007833 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.